Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure; the clips were scissoring and/or falling out of the jaws. No clips were in the patient. The case was completed with another device of the same product code. No other information was available. There were no patient consequences.